Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.   Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, intellicuff alarmed. The pressure did not rise due to leakage. This occurrence was noticed during patient ventilation. A continuous alarm was observable both visually and through hearing. The intellicuff is a handheld device to be used in combination with a ventilator device. The event log file of the ventilator device was provided to hamilton medical ag. This malfunctioning was reproducible. There is patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, intellicuff alarmed. The pressure did not rise due to leakage. - this occurrence was noticed during patient ventilation. - a continuous alarm was observable both visually and through hearing. - the intellicuff is a handheld device to be used in combination with a ventilator device. The event log file of the ventilator device was provided to hamilton medical ag. - this malfunctioning was reproducible. - there is patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing.